Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully verify this incident. While we were not able to confirm the report, a trend for the peelback issue has been identified for this product line. CAPA#81917 was issued to review the tubing material. DHR was performed and no similar qn or abnormality was observed that could have influenced the reported issue.

Event description:
It was reported that during use it was discovered that the catheter tip was damaged with a bd neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, translated from french to english: peelback even before penetrating the patient's skin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the catheter tip was damaged with a bd neoflon yel 24ga IV cannula. The following information was provided by the initial reporter, translated from french to english: peelback even before penetrating the patient's skin.